Event description:
The rate control knob does not have a locking device to ensure that the setting is maintained. As a result, on a nightly basis, the oxygen alarm sounds because this knob has either increased or decreased to a potentially hazardous rate. The rate is to be maintained at 16. However, the adjustment shifts from 13 to 19 by itself. The night nurses have documented this problem in their logs. The MFR examined the unit and could not duplicate the problem. The MFR has the unit a second time, and provided a loaner. The same problem is occurring with this device. A MFR rep stated that the previous model plv 100 was recalled due to a knob that would not hold it's setting.